Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was seen in the emergency room at another hospital for "not feeling well and a fever." The patient had shortness of breath and a facial droop. A CT scan of the patients head was performed and revealed a "head bleed." The patient's inr was 7.6. The patient was then transferred to the implant center and underwent a craniotomy. The patient was extubated the following day and doing fairly well with some weakness on one side. The vad coordinator recently reported ((B)(6) weeks after event), that the patient is doing very well and the hospital staff is planning to discharge the patient to rehab. The patient's doctors feel that this event was not related to the lvad, but was due to his elevated inr and subsequent bleeding.

Manufacturer narrative:
The device remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.